Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the patient was experiencing speed changes with his lvad and black dust was noticed in his vent filter. The vent filter was sent to the manufacturer for assessment and the results suggested bearing failure. A decision was made and the lvad was exchanged for another lvad.

Manufacturer narrative:
The manufacture is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.